Event description:
There was an allegation of questionable bicarbonate liquid (co2) results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 51.4 mmol/l. The repeat result was 26 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 92066901 and the expiration date is 30-jun-2027. The calibration and qc recovery data provided was within specification. The alarm trace showed multiple abnormal aspiration alarms around the time of the event. The field service engineer (fse) flushed a solenoid valve vacuum to the vacuum tank, drained water from the lines, and adjusted the rinse station dispensing volumes. The fse performed a precision test and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.